Manufacturer narrative:
\ No product was returned; visual and dimensional evaluations could not be performed. The device history records for the patellar component were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. The device is listed in FDA recall z-1022-2014 for potential improper packaging validation. Although recall was performed, tests showed that the packaging configurations met the acceptance criteria for sterile barrier integrity; therefore it is unlikely that the sterility of this device had issues prior to implantation. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that patient is experiencing issues related to contamination and inaccurate sizing of his patellar implant.